Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10323. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and 24mm watchman laa closure device and delivery system were used. The closure device was successfully implanted. About three hours post procedure, an echocardiogram was performed and revealed a pericardial effusion. The patient's international normalized ratio (inr) was 2 and they were on dabigatran. They were not on antiplatelet medication. Pericardial drainage was performed and they collected 400ml of the patient's blood and re-infused it back in. The patient remained hemodynamically stable and was in good condition.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10323. It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® access system and 24 mm watchman ® laa closure device & delivery system were used. The closure device was successfully implanted. About three hours post procedure, an echocardiogram was performed and revealed a pericardial effusion. The patient's international normalized ratio (inr) was 2 and they were on dabigatran. They were not on antiplatelet medication. Pericardial drainage was performed and they collected 400 ml of the patient's blood and re-infused it back in. The patient remained hemodynamically stable and was in good condition.